Event description:
Customer alleged discrepant calcium results on 1 patient sample. Initial calcium = 10.7 mg/dl a new reagent cassette was installed and calibrated. Repeat calcium #1 = 9.6 mg/dl repeat calcium #2 = 9.6 mg/dl repeat calcium #3 = 9.7 mg/dl cobas integra calcium 300 reagent lot # = 18193601 the customer stated that the initial result was reported outside the laboratory and was followed by a corrected report. The customer also stated that the corrected report was issued before the physician saw the initial report and that the patient was not adversely affected. The field application specialist and field service representative identified calibration drift or reagent degradation as possible causes. Analyzer performance checks were executed. A new reagent pack was loaded and calibrated. Quality controls and precision tests were performed and were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.